Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system suddenly lost the phacoemulsification during a cataract with intraocular lens (iol). The case was completed with a backup system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However the company representative replaced the fluidics mechanism, fluidics printed circuit board (pcb), and the ultrasound controller as a preventive measure. The items were returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 30, 2007. Based on qa assessment, the product met specifications at the time of release. The items were received for evaluation. However, the components were determined to meet specifications by the company representative. Therefore, the components are not required to be tested per company standards. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).